Manufacturer narrative:
(B)(4). As the homechoice was not returned, a device analysis was unable to be completed. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) received a high drain 105 alarm on the home choice device, during drain five of peritoneal dialysis (pd) therapy; the hp was connected. A high drain alarm indicates the hp drained greater than 200% of the maximum prescribed cycle fill volume. The hp did not have any symptoms. The hp reported she had bypassed the initial drain. The drain volume equaled 4373ml, the largest prescribed fill volume equaled 2000ml, and the ultrafiltration (uf) equaled 1605ml. The technical service representative explained the alarm. It is unknown how the hp completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.